Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. The sample was visually inspected and reported condition was confirmed. The internal bag was observed to have a cut. The cause was incorrect handling by the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed in the tip protector of a 1l eva bag before patient use. There is no report of patient involvement. No additional information is available.